Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via social media regarding a event with an unknown indication in need of spinal therapy. It was reported that post-op, 2 rods was broken. Patient had a surgery on (B)(6) 2020 and had to undergo revision in (B)(6) 2020 to replace the rods. There is no further information available. Additional information was received regarding the event. It was reported that the patient had neck pain and chronic numbness in her bilateral lower abdominal. The patient presented kyphosis, foraminal stenosis, pseudoarthrosis, listhesis and had broken hardware and loose screws. The revision surgery of t-10 pelvis revision posterior fusion of foraminotomies laminectomy was performed on (B)(6) 2020 with transforaminal lumbar interbody fusion. The procedure was lumbar lam pedicle screw w navigation, 2 left carpal tunnel surgery wit curvature, bladder lift, cervical neck fusion, cholecystectomy, cystocele, hysterectomy, left arm artery, repairs, 2 right hand carpal, lumbar back, lumbar back fusion, neck fusion, neck surgery, rectocele, right rotator cuff repair, rotator cuff repair, tonsillectomy and adenoidectomy; age 12 or over, trigger fingers repair. The patient had past medical history of depression, hyperlipidemia, hypothyroidism, lower back pain, kyphosis, foraminal stenosis, pseudoarthrosis, sicca syndrome. The medtronic hardware and screws were removed and replaced with new products. Post-op imaging studies determined that there were no patient complications after the revision surgery.